Manufacturer narrative:
E1. Initial reporter phone: (B)(6) the bwi product analysis lab received the device for evaluation on 12-sep-2023. The device evaluation was completed on 21-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. At the time of the ablation, 15 minutes after the catheter connection, the catheter display temporarily appeared significantly out of alignment. Error 216 was temporarily displayed but soon disappeared. Resolved by replacing the cable and qdot micro catheter with other new ones. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-may-2024, observed a separation between pebax and electrode section and a foreign material inside it. The event was originally considered non-reportable, however, bwi became aware of a separation between pebax and electrode section on 21-may-2024 and have assessed this returned condition as reportable.